Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with a bd vacutainer® sst¿ blood collection tubes the stoppers are loose in tube and sample leaks. This occurred on 10 separate occasions, patients were re-drawn. The following information was provided by the initial reporter, translated from (B)(6) to english: the stoppers even inserted according to the instructions for use it opens easily in the equipment (apparently some stoppers are not "sealing"). They open on average 1 to 3 stoppers a day. During follow-up of the bd clinical consultancy carried out on the client, we observed that the incident is actually occurring with some tubes. Opening the stopper inside the equipment and losing the sample for analysis. Exposure to serum, as the tube opens in the pvt equipment (attired employees).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-28. H6: investigation summary: bd received 7 samples and 2 photos and a video from the customer for investigation. The photos were reviewed and one picture shows a stopper separated from the tub and the video shows a person capping and decapping a tube. Additionally, all customer samples were evaluated by functional testing and the indicated failure mode for stopper popoff with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after use with a bd vacutainer® sst¿ blood collection tubes the stoppers are loose in tube and sample leaks. This occurred on 10 separate occasions, patients were re-drawn. The following information was provided by the initial reporter, translated from portuguese to english: the stoppers even inserted according to the instructions for use it opens easily in the equipment (apparently some stoppers are not "sealing"). They open on average 1 to 3 stoppers a day. During follow-up of the bd clinical consultancy carried out on the client, we observed that the incident is actually occurring with some tubes. Opening the stopper inside the equipment and losing the sample for analysis. Exposure to serum, as the tube opens in the pvt equipment (attired employees).